Event description:
It was reported that error 171 was observed and the red emergency button not working anymore during the procedure; the patient was present when the deficiency was noted. The procedure was not completed due to this event. Patient outcome: no injury to patient reported.

Manufacturer narrative:
The service report was received on february 08, 2018. The console was evaluated and repaired in the field on february 07, 2018. Tested laser, found error 171; replaced resonator, then error 710 showed up and was not able to finish repair; second visit with new parts will be needed.

Manufacturer narrative:
The console repair was completed in the field on february 26, 2018. Resonator was replaced with a new one and the console was tested and all was ok.

Manufacturer narrative:
The replaced resonator s/n: (B)(4) was received at the manufacturer on march 16, 2018.

Manufacturer narrative:
Service in the field was performed on february 26, 2018. The replaced resonator was received at the manufacturer on march 16, 2018. Product evaluation: the box in which the q-switch driver was returned was undamaged. A visual inspection of the returned q-switch driver noted no signs of wear and tear. Functional test was performed and the q-switch driver passed all testing. Probable root cause: based on the analysis, the probable root cause of the failure is undetermined.

Manufacturer narrative:
Service in the field was performed on february 26, 2018. The replaced resonator was received at the manufacturer on march 16, 2018. Product evaluation: the box in which the resonator was returned was undamaged. A visual inspection of the returned resonator did not show any issues. It was found that the yag rod (s/n: (B)(4)) had the input side broken and the diode stack (s/n: (B)(4)) had the 6th bar burnt. A new yag rod (s/n: (B)(4)) and diode stack (s/n: (B)(4)) were installed. The resonator was realigned and a new test report was completed. Probable root cause: based on the analysis, the probable root cause of the failure is undetermined.